Manufacturer narrative:
The serial number of the accu-chek inform ii meter is (B)(6). The customer stated the qcs were within the specified ranges. The test strips have been requested for investigation, but have not been received. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform ii test strips of lots currently valid in the market are tested as part of routine retention testing, and results have passed the internal inspection.

Event description:
We received an allegation of questionable glucose results from one patient tested with the accu-chek inform ii meter. At 8:12 am, the meter result was 565 mg/dl. At 8:14 am, the meter result was 139 mg/dl.